Manufacturer narrative:
(B)(4). Visual examination under magnification revealed that the fracture was located at the driver¿s distal tip. Plastic deformation at the hex lobes and torsional shear markings following a circular pattern was observed under magnification. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the noted damage suggests that the final tightener driver that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming broken. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of the screwdriver was deformed. It is unknown how the issue was discovered. Patient and procedure involvement is unknown.